Event description:
It was reported that the lids were missing with a bd sharps coll next gen 5.4qt red. This occurred on 7 separate occasions prior to use. The following information was provided by the initial reporter: distributor rep reported that the customer received 7 sharps containers missing lids that they would like replaced. They found them on (B)(6) 2019. Distributor does not have lot number but provided customer's contact information.

Manufacturer narrative:
Investigation: the actual product nor photo representation was provided. A review of the device history record (DHR), and a review of non-conforming material report (ncmr) for the reported container was performed for the past 12 months and no manufacturing or material defects were identified that could have caused or contributed to the reported incident, ¿missing lids¿. As corrective actions, a weighing system has already been implemented for the container manufacturing process to ensure the correct quantity of pieces per box before shipping. Unfortunately, a weighted label placed on the box by the weighing system is required to identify or confirm this issue. The root cause is unknown. The issue could have occurred during distribution if repackaged by a distributor. Based on these findings, our investigation is inconclusive. Evidence of original packaging is required.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the lids were missing with a bd sharps coll next gen 5.4qt red. This occurred on 7 separate occasions prior to use. The following information was provided by the initial reporter: distributor rep reported that the customer received 7 sharps containers missing lids that they would like replaced. They found them on (B)(6) 2019. Distributor does not have lot number but provided customer's contact information.